Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed no delivery alarms. Customer's blood glucose was unknown. Unexpected restart alarm and signal too low alarm were found in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm, external ram crc or displacement test anomalies were noted. The pump had an unexpected restart error alarm after battery change due to a faulty component on the interface board. The pump had a cracked case at the display window corner, cracked battery tube threads and minor scratches on the display window.